Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 88 events were reported for this quarter. Product return status: 44 devices were received. 11 devices were not available for evaluation. 33 device investigation types have not yet been determined. Additional information: 88 devices were not labeled for single-use. 88 devices were not reprocessed or reused.

Event description:
This report summarizes 88 malfunction events in which the device reportedly overheated. 56 events had no patient involvement; no patient impact. 32 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 88 previously reported events are included in this follow-up record. Product return status: 66 devices were received. 22 devices were not available for evaluation.

Event description:
This report summarizes 88 malfunction events in which the device reportedly overheated. 71 events had no patient involvement; no patient impact. 17 events had patient involvement; no patient impact.